Manufacturer narrative:
The customer reported filter was leaking, and returned one used sample of material mz9226, lot 24069401. Upon initial visual examination, the set had no defects or abnormalities. The set was tested by infusing water through a bd 10 ml syringe, and the complaint is verified. The leakage was found from the filter air vent hole. The filter supplier was contacted for further analysis. The supplier was able to put the filters through a process to reset the filter to status before any medications or infusions took place, and then re-tested. After this process, the filter no longer had a leak. The potential root cause is the drugs/solutions used in the filter. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Material: mz9226 batch#: 24069401 it was reported by the customer that the filter portion of the micro tubing was leaking. Verbatim: rcc received a complaint via email. Email(s) attached the filter portion of the micro tubing was leaking. Item -mz9226. Lot -24069401.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was damaged the following information was received by the initial reporter with the following: the filter portion of the micro tubing was leaking.